Event description:
Per physician: "patient was under general anesthesia for a combo case of ahmed valve removal and cyclophotocoagulation (cpc). Valve removal was done first and the cpc followed. The physician used the cross illumination technique and marked anterior of the ciliary body with a gentian violet skin marker. The first application of the cpc resulted in a scleral burn. Additional shots did not result in burns as he moved the probe away from ink marks on the eye. Since the valve removal was done prior to the cpc procedure there was also blood on the surface of the eye that had to continually be rinsed off during the procedure." Iridex believes the presence of the gentian violet marker and excess blood may be contributing factors to the scleral burn.